Event description:
During t2h surgery, the drill broke due to the guidewire not being removed before drilling. There is no remnant of the drill in the pt.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.